Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that when connecting this device to the right ventricular (rv) and right atrial (ra) lead no brady pacing was delivered. The leads were tested with a psa and all measurements were stable, while the rv pacing impedance measurements were high and out range when tested with the psa and device. The patient was not pacemaker dependent. A new device was implanted with the existing leads, while this device will be returned. No adverse patient effects were reported.

Event description:
At this time, the device was not returned.

Manufacturer narrative:
Analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
This device has been returned.